Event description:
N/a.

Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 component code. Updated fields are b4, b6 additional comments, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusion and h11. The reported issue involved clear fluid (condensation) observed in the helium tubing accompanied by a gas loss alarm. During the call, the esp representative confirmed that there was no blood or discoloration in the helium tubing. The clinician was instructed to place the pump in standby, disconnect the helium tubing, drain the condensation, reconnect the tubing, and resume pump operation. Following this intervention, a very small amount of condensation remained in the tubing. The representative reviewed best practices to prevent condensation accumulation, including avoiding dependent loops in the helium tubing, and provided guidance on proper gas loss alarm troubleshooting steps: inspect helium tubing for blood or discoloration, press the iab fill key for 2¿3 seconds, press start and recheck the tubing. The nature of the gas loss alarm and potential clinical or environmental contributors were discussed. No immediate or obvious clinical explanation for the alarm was identified at the time of the call. The nurse was provided with direct contact information and advised to reconnect if the alarm occurred 2¿3 times per hour despite appropriate troubleshooting, or if additional issues arose. The clinician expressed understanding and appreciation for the support provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and condensation in tubing occurred. There was no harm or injury reported.